Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: found during evaluation at bd service facility: the probe¿s image is rainy and unclear. There is a black spot on the top left side of the image. There is no external damage on the probe. The root cause of the failure was identified as an internal failure of the probe. A history review of serial number (B)(4) showed one similar complaint from this serial number. The similar complaint has been reported by a different us facility. The previous complaint evaluation for this serial number (B)(4) is: confirmed, root cause was identified as an internal probe failure. (Reference: MDR number 3006260740-2018-03613).

Event description:
Found during evaluation: the probe¿s image is rainy and unclear. There is a black spot on the top left side of the image.